Manufacturer narrative:
A field service engineer (fse) went on-site and tightened loose tubing fitting at obstruction detector on cc sample probe.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the cartridge chemistry (cc) sample probe was leaking on the system. No injury was reported.